Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them and, if either the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had reported on (B)(6) 2004 that his one touch ultra meter was reading inaccurately high. Medical affairs specialist had called and left a message for the pt on (B)(6) 2004, to obtain further clinical info. There was no response back regarding that call. A letter will be sent to him. Based on the initial info that was provided, he was getting high results as 350 mg/dl and 250 mg/dl on his meter. During troubleshooting, it was discovered that his testing technique and the cleaning of the puncture area was incorrect. He had further reported that in the mornings, the meter would read in the 300's and then he took his insulin and by nighttime, he felt very low. It is unk if he had tested on his meter at the time he was feeling low. His medical regimen is also unk. There are no other results provided during the day. He did not receive any medical attention or treatment. Therefore, there is no adverse event reported. He had also performed a control solution test with the current strips he was using, as well as with a new vial of stirps. All the control solution tests were outside the range. During troubleshooting, he was walked through a control solution test, which failed. He was then asked to retest, and that result was also out of range. This case is reported as a strip malfunction since the control solution test failed more than once on different vials of strips.